Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The user facility reported that after 1 week of patient use, the inner cannula tip was found split. The reporter indicated that no patient injury resulted from event.